Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on (B)(6) 2017 reported the patient's weight at time of event was unknown. The serial number of the programmer used to observe the end of service was not known. It was noted the pump has not been replaced. The patient is hesitant on the replacement as patient has been sick for a long time. It was stated that the patient being sick for a long time was unrelated to the pump. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_prog, product type: programmer, physician.

Event description:
Information received from a healthcare provider via a manufacturer representative regarding a patient receiving hydromorphone 7.5mg/ml at 2.9976 and bupivacaine 4mg/ml at 1.5987mg/day via an implanted pump. It was reported that the patient was in for pump replacement due to pump reaching normal end of life (eos), replace e pump by (B)(6) 2017. The patient could not have the replacement surgery due to an active infection. The patient had a urinary tract infection. The event occurred about 4 weeks prior to (B)(6) 2017. It was noted as of (B)(6) 2017, treatment was on-going. Additional information received from a manufacturer representative. The end of service (eos) message was missed by the healthcare provider. The patient had been diagnosed with a urinary tract infection (uti) before the pump was at eos. The eos was observed at refill. The patient experienced increased pain and diarrhea as a result of the eos. The manufacturer representative was called by the physician and went into the office the day of the refill.